Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, which the physician was attempting to deploy the first flange, the inner catheter of the delivery system protruded out the back of the handle, and the first flange failed to deploy. The delivery system was removed from the patient with the catheter fully covering the stent. A second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the hot axios stent was being implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.

Manufacturer narrative:
Block h6: device code 1158 captures the reportable event of stent failed to deploy during placement transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. Block h10: the returned hot axios stent was analyzed, and a visual evaluation noted that the stent was received undeployed. A kink was noted in the sheath near the luer and another kink was noted in the white inner at the back end of the handle. The stent deployment hub was returned in step two, the catheter hub was in its original position , and the catheter lock was in the locked position. The ss pusher hypotube protruded out the back end of the handle. A functional evaluation noted that the catheter control hub advanced and retracted without resistance. The stent deployment hub could not be moved because the ss pusher hypotube protruding out the back end of the handle. No other issues with the device were noted. A labeling review was performed, and from the available information, there was evidence that the device was not used in a manner consistent with the directions for use (dfu)/ product label. Per the dfu, "the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract", however it was reported the axios was attempted to be placed transgastric to the stomach. The reported event of stent failure to deploy and handle break were confirmed; the functional test could not be performed as a result of ss pusher hypotube protruded out the back end of the handle. The identified sheath kink and white inner kink were also confirmed which could be a result of device manipulation during the procedure. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction impacts the performance of the axios. Most likely handling of the device, excessive force applied when attempting to deploy the stent, the technique used by the physician and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity contributing to the failure experienced by the customer. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, which the physician was attempting to deploy the first flange, the inner catheter of the delivery system protruded out the back of the handle, and the first flange failed to deploy. The delivery system was removed from the patient with the catheter fully covering the stent. A second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the hot axios stent was being implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.